Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "[important information ¿ please read before use] avoid using the video system center in a dusty environment. This may damage the video system center." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that his olympus visera elite ii video system center was displaying an e105 lamp error. But was still able to provide an image. According to the initial reporter, this event was discovered, during a routine inspection. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying the reported e105 error code, due to a faulty led unit. Additionally, there was a notable amount of dust inside the unit that will require cleaning. There were also wires found with corrosion present that will need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.